Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approx. 3 years, 6 months. The reason for explant is unknown. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Manufacturer narrative:
(B)(4). Based on the follow-up with the health-care provider, the explant was due to endocarditis; the explant was patient related and not related to any device malfunction. Per the operative report, the aorta was opened and the valve was completely excised and the left/right commissure had been eroded by infection and had a cavity created on the pulmonary artery side of the aorta prior to mobilization. Ascending aortic and root reconstruction was also performed. A 23 mm edwards valve was secured in place. The aorta was then completely closed. The patient was weaned from cardiopulmonary bypass. The patient tolerated the procedure well and was taken to the ICU in stable condition. Of note, a dual chamber pacemaker was installed to the patient on (B)(6) 2012. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the subject device was not returned, therefore the source of the reported event could not be determined. Per the pathology report provided, the leaflets are yellow-white, smooth to shaggy and intact; no lesions are grossly identified. No further actions are possible with the available information.